Event description:
According to the available information prior to use on the patient, two metal tips have come out of the plastic.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the same defect regarding the lot number. On (B)(6) 2025, we received 6 samples (5 used and 1 sealed). At visual examination, we can see that the stylet comes out of an eye for 4 samples including the sealed sample. During manufacturing, the stylet was not correctly positioned in the catheter, leading to its exit through the eye. Checking quality database revealed no anomaly in connection with the described problem. For your information in the IFU, sh4038, it was specified that before insertion: "before insertion, make sure that the stylet can move in the catheter and examine the end of the catheter to ensure that the stylet is positioned perfectly inside the catheter and does not come out of an eye." A rmf evaluation was performed based on criq247, risk identified 11206a (hazardous situation: catheter cannot be introduced (or with difficutly). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A similar case study was perfomed based on pediatric folysil silicone catheter, same defect over last four year, 4 similar cases were found.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report. B3: estimated date.

Event description:
According to the available information prior to use on the patient, two metal tips have come out of the plastic.